Manufacturer narrative:
Investigation yet to be concluded.

Event description:
It was reported that the catheters would not stick to patient's skin after application which led to product leakage. No other clinical consequence observed. Detachment of the catheters during installation causing leakage of the processing. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Nine (9) units were received for evaluation. Visual inspection showed the returned units were received in decontaminated condition without their original packaging. Unable to confirm the complaint reported, as samples returned were from unused devices and the adhesion testing of the skin adhesive passed without any issue. Based on the samples provided, it was not possible to identify the specific area where the detached / adhesion issues are. Based in the device history review and in process inspection controls, 200 parts were tested with no issues reported. This is a component that is received from supplier and the adhesive amount is monitoring based on their internal procedures that are adhered to. A possible cause could be incorrect manipulation of the adhesive as this is a raw material manufactured for a supplier. However, root cause can.t be determined. No corrective actions were required, and the likelihood of this condition being observed is low.